Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her device was working just fine and all of a sudden it quit working. The patient additionally noted that she was running to the bathroom too many times and could not figure out what it was. The patient noted it would be her 3rd year with the implant. The patient noted the symptom issues began around (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.